Event description:
During a transapical tavr procedure, post deployment of a sapien xt valve in a failing 23mm mitroflow surgical valve, root angiogram revealed moderate paravalvular leak (pvl). The decision was made to implant a second valve. Initially the valve was positioned slightly more ventricular due to the surgical valve being a mitroflow. Post deployment angio showed that the xt valve was slightly canted on the posterior side. Post deployment echo showed mild to moderate pvl. Further intervention was discussed. A root angiogram was performed and confirmed moderate pvl. The decision was to place a second valve slightly higher to seal the pvl. The second valve was placed slightly higher as discussed and post 2nd valve deployment echo revealed no pvl. The patient was transported to the unit in stable condition. During valve deployment the coaxial alignment of the valve and delivery system, and the image intensifier angle, was fair. Of note, the patient has a preexisting 23mm mitroflow surgical valve.

Manufacturer narrative:
Per the sapien xt valve instructions for use (IFU) and the thv training guide, paravalvular leak (pvl) is a known potential complication associated with the tavr procedure. Pvl can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, deployment of the sapien xt valve is not currently indicated in a previously implanted aortic surgical bioprosthetic valve; therefore the labeling does not instruct the operator how to position the sapien xt valve in this scenario. The exact cause of the event could not be confirmed; however procedural factors (fair image intensifier angle and coaxial alignment of the valve/delivery system) could have caused or contributed to the slight malpositioning of the valve and resulting pvl. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The serial number was incorrectly reported: (B)(4), expiration date: 09-sep-2014. Manufacture date; 01-oct-2013 added additional patient history.